Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported low audio was confirmed through visual review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump speaker volume was very faint on medium setting during testing at the biomedical service department. There was no patient involvement. No additional information is available.